Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump had been run over by a car and the display has a black ink blob and is severely cracked. The customer's blood glucose level was 232 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer already had a back-up replacement device and nothing was replaced or returned.